Event description:
The customer reported that, during a case, they pushed to fluoro button for a single shot and the system continued to fluoro uncommanded. They stopped the fluoroscopy by pushing the foot pedal. This was a one time occurrence. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.